Event description:
It was reported that on one occasion, the customer was treated by paramedics due to hypoglycemia. The customer stated that on another occasion, he was hospitalized due to hypoglycemia. Customer's blood glucose reading was 40 mg/dl at the time of the second event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.